Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7227489.

Event description:
It was reported that the patient was experiencing an increased procedural pain and discomfort after trial leads were placed. No device malfunction suspected. The patient underwent an early lead pull and was doing well postoperatively. The explanted products were disposed by the facility.